Event description:
It was reported that the xenon light source had a dimming light issue. The issue occurred during a diagnostic colonoscopy therapeutic procedure while the device was inside the patient under sedation. The procedure was completed using the same device, but there was a delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.